Manufacturer narrative:
Manufacturer narrative: updated sections: d4 expiration date, h4, h6 type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors. H11 corrected data: sections: d4 model, g4 PMA/510(k) number, and h6 health effect - clinical code.

Manufacturer narrative:
H10: additional narratives updated a1, b3, b5, b7, d1, d4, d6, e1, and h6 per new information received.

Event description:
Edwards received notification that a patient with a 27mm mitral valve underwent a valve-in-valve procedure after an implant duration of 9 years and 10 months due to degeneration leading to stenosis. The patient presented with dizziness and shortness of breath before the procedure. A 26mm transcatheter valve was implanted successfully. The patient was hospitalized in a stable condition and could be successfully discharged home.

Event description:
Edwards received notification that a patient with an unknown model mitral valve underwent a valve-in-valve procedure after an implant duration of 9 years and 9 months due to degeneration leading to stenosis. A 26mm transcatheter valve was implanted successfully.

Manufacturer narrative:
Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.